Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with fluid ingression noted by the downstream occlusion (dso) sensor seal. Event log history was performed and indicated high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, customer's reported concern was unable to be confirmed. Service will replace the dso sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pump was presenting with a cassette not properly attached error. There were no adverse events reported.